Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with surgical light - lucea 100. On the cupolas covers crack occurred and it was fragmenting. There was no injury reported, however, we decided to report the issue in abundance of caution, as particles falling off into sterile field or during procedure may cause contamination or injury. It was established that when the event occurred, the device did not meet its specification, due the crack on device. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. The subject matter experts at the manufacturer were presented with the complaint information that getinge could obtain, however they indicated the information does not allow them to conduct a technical investigation. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 2nd february 2022 getinge became aware of an issue with surgical light - lucea 100. On the coupolas covers crack occurred and was fragmenting. There was no injury reported, however, we decided to report the issue in abundance of caution, as particles falling off into sterile field or during procedure may cause contamination or injury.